Event description:
It was reported that this cot allegedly dropped wtih a patient on it as it was unloaded from an ambulance. According to the allegation, the handle would not release as it was continuously pulled out of the ambulance and it collapsed. It was reported that there were no injuries resulting from this incident.